Event description:
The device manufacturer¿s representative (rep) reported an infection in the area of the implantable neurostimulator (ins) and the lead. The health care professional (hcp) indicated redness around the ¿spinal segment¿. The infection was confirmed. The patient was implanted on (B)(6)2015 and was explanted on (B)(6) 2015. The rep indicated that the infection was spread enough that the decision was to remove the system. The patient had recovered and is currently doing well. There were no product issues alleged. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).